Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device perforation/ essure outside of left fallopian tube/ left fallopian tube perforation/ perforation"), device dislocation ("migration of essure device"), endometritis ("endometritis"), infection ("infection/ infection caused by the perforation of my left tube") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: implanon until (B)(6) 2013. Past adverse reactions to the above products included adverse drug reaction with implanon. Concurrent conditions included emotional disorder, psychiatric disorder nos, obesity, ovarian cyst, adenomyosis and fibroids. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, endometritis (seriousness criteria medically significant and intervention required), infection (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigued, fatigue"), abdominal distension ("bloating"), mood swings ("mood swings"), pruritus ("constant itchiness"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), dizziness ("dizzy/lightheaded"), hot flush ("hot flashes"), panic reaction ("panic") and dyspepsia ("unable to digest food"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("severe anxiety"), depression ("depression"), dental caries ("cavities") and the first episode of tooth disorder ("weakened tooth"). In 2015, the patient experienced palpitations ("heart palpitations"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/pain"), abdominal pain lower ("lower abdominal pain/ pain cramps"), menstruation irregular ("irregular periods"), hormone level abnormal ("hormonal imbalance"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), the second episode of tooth disorder ("dental problems"), gastrointestinal disorder ("digestive system"), oesophageal dilatation ("had my esophagus dilated"), gastrooesophageal reflux disease ("acid reflux") and malaise ("malaise"). The patient was treated with antibiotics, surgery (unilateral salpingectomy(one side removal of fallopian tube)). At the time of the report, the fallopian tube perforation, device dislocation, endometritis, infection, genital haemorrhage, fatigue, abdominal distension, pelvic pain, abdominal pain lower, menstruation irregular, hormone level abnormal, mood swings, vaginal haemorrhage, menorrhagia, pruritus, cystitis, urinary tract infection, anxiety, depression, migraine, headache, palpitations, the last episode of tooth disorder, dysmenorrhoea, vaginal discharge, weight increased, gastrointestinal disorder, oesophageal dilatation, gastrooesophageal reflux disease, malaise, dizziness, hot flush, panic reaction, dental caries and dyspepsia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, cystitis, dental caries, depression, device dislocation, dizziness, dysmenorrhoea, dyspepsia, endometritis, fallopian tube perforation, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hot flush, infection, malaise, menorrhagia, menstruation irregular, migraine, mood swings, oesophageal dilatation, palpitations, panic reaction, pelvic pain, pruritus, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: inconsistency regarding essure removal noted. Initially it was reported that plaintiff had essure removal in (B)(6) 2013. Later, it was reported that she had unilateral salpingectomy on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2018: plaintiff fact sheet received. Event migration of essure device was added. Treatment drug was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device perforation/ essure outside of left fallopian tube/ left fallopian tube perforation") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: implanon until (B)(6) 2013. Past adverse reactions to the above products included adverse drug reaction with implanon. Concurrent conditions included emotional disorder, psychiatric disorder nos, obesity, ovarian cyst, adenomyosis and fibroids. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage (seriousness criterion medically significant), infection ("infection"), fatigue ("fatigued"), abdominal distension ("bloating"), mood swings ("mood swings"), pruritus ("constant itchiness"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), endometritis ("endometritis"), hot flush ("hot flashes"), panic reaction ("panic") and dyspepsia ("unable to digest food"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("severe anxiety"), depression ("depression"), dental caries ("cavities") and the first episode of tooth disorder ("weakened tooth"). In 2015, the patient experienced palpitations ("heart palpitations"). On an unknown date, the patient experienced pelvic pain ("chronic pelvic pain/pain"), abdominal pain lower ("lower abdominal pain/ pain cramps"), menstruation irregular ("irregular periods"), hormone level abnormal ("hormonal imbalance"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), the second episode of tooth disorder ("dental problems"), gastrointestinal disorder ("digestive system"), oesophageal dilatation ("had my esophagus dilated"), gastrooesophageal reflux disease ("acid reflux"), malaise ("malaise") and dizziness ("dizzy/lightheaded"). The patient was treated with surgery (unilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, genital haemorrhage, infection, fatigue, abdominal distension, pelvic pain, abdominal pain lower, menstruation irregular, hormone level abnormal, mood swings, vaginal haemorrhage, menorrhagia, pruritus, cystitis, urinary tract infection, anxiety, depression, migraine, headache, palpitations, the last episode of tooth disorder, dysmenorrhoea, vaginal discharge, weight increased, gastrointestinal disorder, oesophageal dilatation, gastrooesophageal reflux disease, endometritis, malaise, dizziness, hot flush, panic reaction, dental caries and dyspepsia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, cystitis, dental caries, depression, dizziness, dysmenorrhoea, dyspepsia, endometritis, fallopian tube perforation, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hot flush, infection, malaise, menorrhagia, menstruation irregular, migraine, mood swings, oesophageal dilatation, palpitations, panic reaction, pelvic pain, pruritus, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Events per pfs: irregular periods, hormonal imbalance, mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), constant itchiness, bladder infection, urinary infection, severe anxiety, depression, essure outside of left fallopian tube, migraines, headaches, heart palpitations, dental problems, dysmenorrhea (cramping), vaginal discharge, weight gain, digestive system, had my esophagus dilated, acid reflux, left fallopian tube perforation, endometritis, malaise, dizzy/lightheaded, severe pain in abdominal area, hot flashes, panic, cavities, weakened tooth and unable to digest food. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device perforation/ essure outside of left fallopian tube/ left fallopian tube perforation"), genital haemorrhage ("heavy bleeding") and endometritis ("endometritis") in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: implanon until (B)(6) 2013. Past adverse reactions to the above products included adverse drug reaction with implanon. Concurrent conditions included emotional disorder, psychiatric disorder nos, obesity, ovarian cyst, adenomyosis and fibroids. On (B)(6) 2013, the patient had essure inserted. In (B)(6), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage (seriousness criterion medically significant), endometritis (seriousness criterion medically significant), infection ("infection"), fatigue ("fatigued"), abdominal distension ("bloating"), mood swings ("mood swings"), pruritus ("constant itchiness"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), hot flush ("hot flashes"), panic reaction ("panic") and dyspepsia ("unable to digest food"). In (B)(6), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("severe anxiety"), depression ("depression"), dental caries ("cavities") and the first episode of tooth disorder ("weakened tooth"). In (B)(6), the patient experienced palpitations ("heart palpitations"). On an unknown date, the patient experienced pelvic pain ("chronic pelvic pain/pain"), abdominal pain lower ("lower abdominal pain/ pain cramps"), menstruation irregular ("irregular periods"), hormone level abnormal ("hormonal imbalance"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), the second episode of tooth disorder ("dental problems"), gastrointestinal disorder ("digestive system"), oesophageal dilatation ("had my esophagus dilated"), gastrooesophageal reflux disease ("acid reflux"), malaise ("malaise") and dizziness ("dizzy/lightheaded"). The patient was treated with surgery (unilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, genital haemorrhage, endometritis, infection, fatigue, abdominal distension, pelvic pain, abdominal pain lower, menstruation irregular, hormone level abnormal, mood swings, vaginal haemorrhage, menorrhagia, pruritus, cystitis, urinary tract infection, anxiety, depression, migraine, headache, palpitations, the last episode of tooth disorder, dysmenorrhoea, vaginal discharge, weight increased, gastrointestinal disorder, oesophageal dilatation, gastrooesophageal reflux disease, malaise, dizziness, hot flush, panic reaction, dental caries and dyspepsia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, cystitis, dental caries, depression, dizziness, dysmenorrhoea, dyspepsia, endometritis, fallopian tube perforation, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hot flush, infection, malaise, menorrhagia, menstruation irregular, migraine, mood swings, oesophageal dilatation, palpitations, panic reaction, pelvic pain, pruritus, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("device perforation") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), fatigue ("fatigued") and abdominal distension ("bloating"). On an unknown date, the patient experienced pelvic pain ("chronic pelvic pain/pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2013. At the time of the report, the perforation, genital haemorrhage, infection, fatigue, abdominal distension, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, fatigue, genital haemorrhage, infection, pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.